Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient had all lines put on bed due to transferring onto air mattress. No tension was put on the line. When the patient was sliding to air mattress, PICC line broke off at the white hub. Device was inserted in the ICU by a doctor in the right upper arm. The device was removed entirely and replaced. The new PICC was successfully reinserted. There was a delay in therapy but the delay did not cause any patient harm or complications." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The complaint of a separated extension line adjacent to the luer hub was able to be confirmed by the photos. The photos showed the extension line separation point, which was jagged and uneven. The housing of the extension line within the luer hub was also pictured. However, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with a general pr-35052-hphnm kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained , and further consultation requested." The customer report a separated extension line at the luer hub was confirmed by visual inspection of the customer supplied photos. The photos showed the extension line separation point, which was jagged and uneven. The housing of the extension line within the luer hub was also pictured. However, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient had all lines put on bed due to transferring onto air mattress. No tension was put on the line. When the patient was sliding to air mattress, PICC line broke off at the white hub. Device was inserted in the ICU by a doctor in the right upper arm. The device was removed entirely and replaced. The new PICC was successfully reinserted. There was a delay in therapy but the delay did not cause any patient harm or complications." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the full UDI number is not available as complainant did not report a lot number. The customer provided four photos for analysis. The photos showed the proximal extension line separation point, which appeared jagged and uneven. The housing of the extension line within the luer hub was also pictured. The customer returned one PICC catheter for evaluation. Signs of use were observed. Visual inspection of the returned sample revealed that the catheter body was severed adjacent to the juncture hub and not returned. The proximal extension line was separated adjacent to the luer hub. Microscopic examination confirmed the damage and revealed that the edges were jagged, and portions of the extension line extrusion were within the luer hub. The damage is consistent with a manufacturing molding issue. The proximal extension line inner diameter at the point of separation measured 0.058", which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. The distal extension line was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush the distal extension line. The distal extension line flushed without signs of leaking or blockages. A manual tug test confirmed the distal luer hub was securely attached to its extension line. The instructions-for-use (IFU) provided with a general (B)(4) kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a separated extension line from the luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the proximal line had separated directly adjacent to the white luer hub, and portions of the extension line remained within the luer hub. The damage is consistent with a manufacturing molding issue. Based on the information provided and the sample received, manufacturing molding likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient had all lines put on bed due to transferring onto air mattress. No tension was put on the line. When the patient was sliding to air mattress, PICC line broke off at the white hub. Device was inserted in the ICU by a doctor in the right upper arm. The device was removed entirely and replaced. The new PICC was successfully reinserted. There was a delay in therapy but the delay did not cause any patient harm or complications." The patient's current condition is reported as "fine".